Event description:
Tt was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. Boston scientific technical services (ts) discussed this could be due to a proximal coil issue and reprogramming options were offered. No adverse patient effects were reported. This lead remains in service.

Event description:
Tt was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. Boston scientific technical services (ts) discussed this could be due to a proximal coil issue and reprogramming options were offered. Further information confirmed reprogramming was performed and this patient is scheduled to have a defibrillation threshold (dft) test as well as continue to monitor. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Tt was reported that this right ventricular (rv) lead is exhibiting high out of range shock impedance measurements. Boston scientific technical services (ts) discussed this could be due to a proximal coil issue and reprogramming options were offered. Further information confirmed reprogramming was performed and this patient is scheduled to have a defibrillation threshold (dft) test as well as continue to monitor. Additional information was received that this lead was explanted. No additional adverse patient effects were reported. This lead remains has been received for analysis.